Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made.(B)(4).

Event description:
Allegedly removed during the revision of another component. Patient had prosthesis for 8 yearrs. Patient had sharp pain and then fell.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01132, 01133, 01134, 01136. This event occurred in (B)(6).